Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided g4: premarket identification k011028/k013227 h6: event problem codes ¿ patient code: 1994 pain. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported an implant was removed due to a fistula around tooth site #26. Implant was removed due to infection.patient referred an edema and pain.